Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient had a seizure the other night. The patient's healthcare provider (hcp) said it was because the patient had so much gas that it built up pressure in the same way as poop has in the past so that caused a seizure. The caller asked if there was anything they could do with the device to help the patient pass gas. Caller stated that the patient doesn't get peristalsis, so things just don't move through. Caller stated that the device is working but not as well as they had hoped and they still have to give the patient xlax, miralax, magnesium citrate, and other medications. They have an appointment next thursday with the surgeon that installed the sacral stimulator, but the gastroenterologist doesn't have an appointment available until on (B)(6). Agent reviewed FDA indications for the ins and redirected the caller to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.